Event description:
It was reported that the pump was alarming, and the screen read, "no disposable clamp tubing". Per reporter, the alarm was silenced, reservoir volume was 14.0 ml with continuous rate of 2.2 ml/hour and volume given was 86.05 ml. Per reporter, troubleshooting was performed and was unsuccessful as the alarm persisted. The event occurred while in use with patient at patient's home. The patient was not medically affected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported pump was alarming and screen read "no disposable clamp tubing". Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.